Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.once the evaluation and repair is complete a supplemental follow-up will be submitted.

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the oxygen proportional solenoid valve (psol). The unit passed all testing and operates within the manufacturing specifications.